Event description:
Reportedly, one day post implantation ventricular capture failure was observed during the threshold tests, even at 7v, so it was decided to reposition the lead in the operating room. The patient remained in the hospital with still threshold problems with the vega r58 lead. Finally, a passive fixation lead from another company was implanted, due to the risk of re-intervening the patient a third time with an active fixation lead.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided files revealed high ventricular threshold (around 4v) during measurements taken during the implantation. As received, the lead was tested and all electrical measurements performed revealed that the inner and outer electrical lines conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Given that the ventricular threshold was high at the time of the implantation, as well as one day post implantation, it may be suspected that the lead was insufficiently fixed during implantation and subsequently dislodged (or slightly moved). Lead dislodgement could also have occurred due to external factors, such as patient physiology, or physician preferred implant site. This hypothesis could not be confirmed since no x-rays were available. The root-cause of the reported issue could not be determined by the investigation. However, a lead issue is not suspected to be related to the reported problem. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, one day post implantation ventricular capture failure was observed during the threshold tests, even at 7v, so it was decided to reposition the lead in the operating room. The patient remained in the hospital with still threshold problems with the vega r58 lead. Finally, a passive fixation lead from another company was implanted, due to the risk of re-intervening the patient a third time with an active fixation lead.